Event description:
The customer reported that the lcd screen on the insulin pump was cracked, after the insulin pump was dropped. Her blood glucose level was not known. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with minor scratches on lcd window. No cracks noted at the lcd or display window per visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusions can be drawn at this time. (B)(4).